Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Upon visual inspection of the returned cassette the infusion elastomer was slightly lifted in returned condition. The cassette was inserted onto the calibrated console and generated system message indicating a pressure test failure of the cassette which alerts the user of a leak prior to initiating fluid into the cassette. Based on the returned condition, there is a potential the customer received the cassette with an elastomer that was not seated securely onto the pinch plate of the cassette. The elastomer lift during surgery will result in the customer's experience. The root cause of the customer's complaint is related to an error during the insertion of the elastomer onto the pinch plate of the cassette. After investigation of this complaint no corrective action is required at this time. Based on our current tracking, there are no adverse trends for this reported complaint and lot. Each cassette is leak and flow challenged after final assembly to detect and reject any non-conforming cassettes. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported water leakage occurred from the back of the cassette before vitrectomy surgery. The surgery was performed and completed after replacing the product with another one. There was no patient involvement.